Event description:
Last night female pt was grabbing at and onto the rail, rail came down on her arm. (Left forearm received a laceration to the bone, she is very frail). "When we try to put rail up to lock; we have to slam it into position to lock it". Ra # issued so rail can be sent back to mfg for evaluation.